Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found in the kit. An advantage balloon catheter inflation device was selected for use. Before opening the device, a strand of hair was noted in the kit. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned within its original box and the tray was found sealed. A hair was seen in the seal area between the tray and the tyvek lid. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a foreign matter was found in the kit. An advantage balloon catheter inflation device was selected for use. Before opening the device, a strand of hair was noted in the kit. The procedure was completed with a different device.